Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this was a right atrial (ra) lead which exhibited noise and was explanted preemptively while doing a device change. A new ra lead was implanted. This lead was retained by the hospital for testing.